Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event of tip damage. A complaint database search on the provided product code identified similar reports. The root cause is attributed to misuse as it appears the screwdriver was not fully engaged with the mating screw based on device evaluation. Dra-004082 was conducted and found the root cause to be material wear out due to heavy usage and or misuse. Minimal patient risk was found with mitigating factors for surgical delay as other hex screwdrivers are available within the instrument kits. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pinnacle rigid screw driver is stripped.